Event description:
Order received to remove foley. Patient had a 8fr silicone foley which was placed in the or. The rn slowly deflated the 5cc balloon and slowly started to pull the foley out. There was no resistance until the balloon was exposed and only the tip was still in the urethra. Foley would not come out any further. Slight tension was attempted without success and causing the baby to scream. Lidocaine jelly was applied to the end of the penis for comfort. The physician came to the patient's bedside and after 3-5 minutes, was able to remove the foley. The foley was noted to have a ring around the distal portion of the foley. After removed and the foley set out, the ring dissipated. It appeared that the balloon had not completely deflated. There appeared to be no trauma at the urethra.